Event description:
It was reported that during a da vinci ureterectomy procedure, a screw from the tip of the prograsp forceps instrument fell inside of the patient and was retrieved. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated that at the time the event occurred, the surgeon was grasping a ureter with the prograsp forceps instrument. The surgeon was also using a monopolar curved scissors (mcs) instrument at the time. However, there were no reports of any instrument collisions during the surgical procedure. The prograps forceps instrument was inspected prior to the procedure and no issues were observed. The screw was successfully retrieved using a laparoscopic instrument through a laparoscopic assist port. The patient did not develop any intra-operative complications. The initial reporter indicated that the surgeon made the decision to convert the da vinci ureterectomy procedure to traditional open surgical techniques due to complications unrelated to the da vinci surgical system. According to the initial reporter, the conversion to open surgical techniques had nothing to do with the da vinci system. The open surgical procedure was completed successfully and there were no reports of any post-operative complications.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: a screw from the tip of the prograsp forceps instrument fell into a patient during a da vinci surgical procedure and was retrieved. Although the da vinci surgical procedure was converted to open surgical techniques, the initial reporter indicated that the decision to convert to open surgery was unrelated to any issues with the da vinci surgical system.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. The distal pin was found to be missing from the instrument's distal clevis. The pin was not returned with the instrument. Both distal clevis holes were inspected and found to be within specification. Multiple gouge marks were found at the distal clevis hole on the swaged end.